Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 412.215s. Lot: 6l73279. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: 28 february 2020. Expiration date: 01 february 2030. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the surgery with the fns implants in question. After the surgery, on an unknown date, necrosis of bone head was found. The patient was scheduled to undergo reoperation for replacement with an artificial bone head on (B)(6) 2021. It is unknown if the surgery was completed. There is no further information is available. This report is for (1) 5.0mm ti locking scr slf-tpng w/t25 stardrive 42mm-sterile. This is report 4 of 4 for (B)(4).